Event description:
It was reported that the patient underwent an activa pc transplant with a single electrode in 11/2016. Parameters were frequency: 60, pw: 60, and amplitude 1.6. The neurologist at the patient's examination received a message about oor and the doctor claimed the ins may not have been normal during last month. The patient was set for next week to replace the ins. Additional information was received: it was reported that the son of the patient said when the oor appeared they could still adjust patient limits but wasn't sure if the new stimulation was really received. After a meeting with the neurologist it was noticed that general impedances were normal. Since the patient was treated a couple days earlier they didn't see any documentation of device usage. The unusual thing was they didn't receive any information about therapy impedances even though they performed and clicked on perform test. Battery index was 2.92v. They tried turning of stimulation but it didn't change the oor. In addition they tried raising amplitude and got oor, as well as after replacing the patient programmer and communicator. From what they tested the patient needed the limits and when the son changed amplitude after receiving the oor message they were verified by the clinician programmer that the data had been entered and they actually received the updated stimulation. After reviewing the data reports there did not seem to be any battery dysfunction. An x-ray was recommended by technical services to verify how the extension was positioned in relation to the battery, but the hcp wasn't recommending an x-ray due to having good dbs therapy. They offered to have another meeting in a month and see if the patient was doing better. Additional information was received: it was reported that there was no allegation of short battery longevity. It was also clarified that the ins will not be replaced. Due to a lack of understanding of the oor message a date was originally made to replace the ins but, after examination from the neurologist they realized the patient was receiving good therapy and the issue was just t he oor message. The problem still has not been solved on the cause and due to not doing an x-ray they couldn't rule out the extension wrapping around the ins. The error message was not resolved. It was reported that factors that may have contributed were a fall and extensions wrap. General troubleshooting/diagnostics were done in the form of impedance tests, general questions about recent falls, checking battery index, checking for the oor message on the programmer, communicator, tablet (did not appear), device usage (not shown), consultation with tech support, verification patient is receiving therapy, set a date for future examination, generating and submitting data reports to technical support. The issue was not resolved at the time of the report. Additional information was received: it was reported that there will be no more need for technical action to understand the problem. All required steps were taken to understand and maybe solve the issue. The physician wasn't recommending x-ray imaging, only future examination for confirmation for having the right therapy from the ins. If it's an issue of the extension wrapping around the ins or came out of its spot then it would be fixed in the next replacement. A future date of the appointment wasn't yet known.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 26-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.